Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer . G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H10: additional narrative. MFR report number 0001038806-2025-01824 was submitted on jul 31, 2025, and it subsequently discovered that this was a duplicate submission, and event was already reported under MFR report number 0001038806-2025-01772 on july 24, 2025. Please disregard MFR report number 0001038806-2025-01824 submission.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported a screwdriver fracture at the tip. No impact on the patient was reported.

Manufacturer narrative:
(B)(4).